Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed fifteen other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "placed in outpatient for long term IV antibiotics. After insertion, patient sent for first dose of antibiotics. Received a call that hub/needle-free connector point was leaking and continued despite several attempts to replace the needle-free connector. Pt. Returned to pre/post area for evaluation. Leakage again noted with attempted flush and PICC replaced." It was reported this occurred with three devices. This report addresses the second device.